Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had an abscess on their site. The site showed signs of infection. The site had pus. The customer's doctor provided medication but the infection got bigger and they went to the hospital. Customer's blood glucose level was not reported. The device was not returned.